Event description:
It was reported the customer experienced high blood glucose levels (300 mg/dl). Customer uses an insulin pen to stabilize her blood glucose level. Pump passed delivery system check.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be recieved a supplemental form will be completed.